Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 14-6/5.8/75mm xxl¿ vascular balloon catheter was advanced to post dilate a wall stent. However, when the physician aspirated the balloon before deployment, he noticed blood in the deflator. The balloon was observed to be broken before inflation attempt. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the returned device revealed that the balloon had been subjected to positive pressure and deflated. A visual examination of the balloon identified a build-up of blood inside the balloon. This blood is consistent with a device leak. The unit was attached to an encore inflation device, subjected to positive pressure and a balloon pinhole leak was identified at 3.1 cm proximal from the tip of the device. A microscopic examination of the leak site found no issues with the balloon material which could have contributed to the pinhole leak. A visual and microscopic examination found no issue with the markerbands. A visual examination of the shaft identified no kinks. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 14-6/5.8/75mm xxl vascular balloon catheter was advanced to post dilate a wall stent. However, when the physician aspirated the balloon before deployment, he noticed blood in the deflator. The balloon was observed to be broken before inflation attempt. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and patient's status was fine.